Event description:
It was reported that there were priming issues where they clicked the prime button and no water came out. Then when it did work, in the middle of the case, the fluid just stopped coming out of the inflow into the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: in the middle of the case the fluid just stopped coming out of the inflow into the joint. Probable root cause: 1. Pressure sensor malfunction/out of calibration. 2. Inflow cassette/ tubing pressure sensor membrane failure. 3. Mis-inserted cassette/ tubing. 4. Motor encoder malfunction/failure (inflow and/or outflow). 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure. 6. Roller wheel failure due to peristaltic tubing debris build-up. 7. Stepper motor malfunction/failure (cf, fc). 8. Main board (all) /imx failure (cf). 9. Inflow tube set obstructed, kinked, or leaking. 10. Outflow tube set obstructed or kinked. (Cf, fc). 11. Wrong console integration signals/assumptions (cf). 12. Software malfunction. 13. Use errors: user opens pump console/hand control/footswitch, user modifies console/hand control/footswitch and/or components, user applies force to components when reaching hand inside cassette housing, user places foreign substance/material into cassette housing, user drops pump/hand control/footswitch or inflicts other exterior damage during handling or transit, user attempts to eject cassette(s) prior to stopping the pump, user closes pinch clamps prior to stopping pump, user over-tightens/strips luer locks, incorrect scope/cannula hardware combination chosen, joint height and pump height difference is greater than 12 inches, air is allowed to enter into the tube set/joint due to priming in joint or not changing fluid bags correctly hand control/footswitch/power/integration cable or usb mis-inserted into console, wrong application software uploaded via usb, cassette/ tubing partially inserted, hand control/footswitch/power/integration cable pulled from cable instead of connector, rf/shaver integrated console plugged into the wrong receptacle in the back of the pump, hand control is plugged into a pump outside of its intended use, user attempts to use crossflow day-use tubing with any patient-use tubing other than crossflow patient-use tubing or any pump other than the crossflow pump, pressure settings are incorrect for type or length of procedure, condition of patient, or surgical technique employed, flow rate/suction settings are too high or too low for type or length of procedure, condition of patient, or surgical technique employed, both stopcocks open for a duration of time longer than a few seconds when using a non-inflow/outflow dual-stopcock cannula and suction attached to the second stopcock product used past recommended maintenance or service period without servicing or inspection. Shaver suction lever left closed or rf probe pinch clamp left closed. Surgical technique results in leaking around instruments. Hand control sterilized using incompatible methods. Footswitch sterilized. Hand control left in sterilization chamber for longer than necessary to reprocess sterilization instructions in the IFU not followed (placement in tray, # of units, etc.) Console cleaned using incompatible methods, hand control or footswitch cleaned using incompatible methods, abrasive brushes or pads used to clean console, hand control, or footswitch. 14. System design. 15. Unwanted movement of internal components/wiring. 16. Pump operated at least-favorable environmental conditions for extended period of time. 17. Disconnection from crossfire sfb (cf). 18. Cutter/bur/probe not correctly identified by pump via firewire (cf). 19. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready). 20. Wrong hardware selected (cf, fs-select). 21. Power failure of pump. 22. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 23. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were priming issues where they clicked the prime button and no water came out. Then when it did work, in the middle of the case the fluid just stopped coming out of the inflow into the joint.